Event description:
Patient states she has enterra therapy and states her nausea and vomiting symptoms have gotten worse starting at the end of (B)(6). She reports she felt an electrical shock in (B)(6). She states the device was last checked in 2023 after having replacement surgery. She states she no longer has a provider managing the device and does not have a gi. She was a patient of dr. (B)(6). She was looking for a new provider for device management/to check the device. We reviewed the 3 closest enterra therapy providers, and she requested to schedule with dr. (B)(6). Patient requested warm hand off to office and appointment was scheduled with dr. (B)(6) for (B)(6) 2025 @130pm.